Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be peeled off and missing. All of the keypad button contacts were missing, and the keypad flex was damaged. The bolus button cover was also torn, and all buttons were unresponsive due to the missing contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The keypad cover was also allegedly missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.